Event description:
By pt: at home was getting up when he felt a "snap" in his left hip and was unable to walk. Surgery of left hip about 4 yrs ago and that it "snapped out a few time," and had a second surgery about 1 month later. No problems since last hip surgery.